Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, backup vvi mode was observed. Patient was brought into clinic for further interrogation. A device download was performed successfully. No further information available.